Event description:
It was reported that the patient experienced a withdrawal or an overdose during the normal refill cycle. The patient was taken to the emergency room. The patient had a high heart rate, a temperature, and was thrashing her legs. The patient was admitted to the intensive care unit (ICU) of the hospital and was "very lethargic." The medication being delivered via the device system was not reported. Later it was reported that the patient was diagnosed with pneumonia, and it was unclear whether the patient went through withdrawals also. It was noted that the pump started alarming three days prior, but was not confirmed by telemetry. Additional; information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).